Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device is being returned for further investigation. Once the investigation is completed, a supplemental medwatch will be submitted. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the bearings of the craniotome device were damaged. It was noted that parts of the crani handle were broken off, the device was missing balls, and the bearings had fallen apart. It was further determined that the device failed pretest for temperature, cutter insertion, lock operation, and visual assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The date returned to manufacturer was documented as oct 25, 2017 on the initial report. This date has been updated to dec 8, 2017. Device evaluation: the actual device was returned for evaluation. The craniotome device was evaluated and the reported condition that the bearing was damaged was confirmed. An assessment was performed and it was observed that the device failed the cutter insertion assessment. It was further observed that the leg and neuro-tip was drilled and broken. During repair it was observed that the bearings were corroded and loose creating a situation where the cutter is not able to be inserted. It was determined that this condition was due to the bearings no longer being in axial alignment and not allowing the cutter to pass through. It was determined that the failure was caused by excessive side loading causing bearings to wear out and break. The assignable root cause was determined to be due to normal wear over time. It was further determined that the issue with the drilled leg was indicative of excessive side loading causing the cutter to flex and to come in contact with the leg of the neuro-tip. The issue with the drilled and broken neuro-tip was failure to follow the directions for use. When the burr is improperly loaded into the attachment and then installed onto the drill, the burr does not seat properly in the locking chamber. The attachment can be forced into position which places the distal tip of the burr in compression. At this point, the tip of the burr is in direct contact with the neuro-tip of the attachment. When the drill is started, the burr drills into and through the neuro-tip. The assignable root cause of this condition was determined to be due to user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.